Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The caller received assistance from technical support to reset the pump, after which the malfunction code did not reappear. It was advised that the customer could continue using the pump and to contact support again if the malfunction code recurred, which the caller acknowledged and understood.